Manufacturer narrative:
On 03/30/2021, infutronix confirmed with the distributor that the affected device was not returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On 03/30/2021, a distributor of infutronix reported an issue on behalf of an end user: "she was using the bathroom and the noticed a small leak came out from somewhere at the black pouch, but she doesn't know where. Patient reinforced a foil at the med bag, checked the catheter insertion site, the tubing and both sides of the cassette. We were unable to find the location the liquid came out from." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo (B)(4) medical co. Ltd.